Manufacturer narrative:
Concomitant products: product ID 3998, lot # l90631, implanted: (B)(6) 2001, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3888-33, lot # v108269, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3888-33, lot # v108269, implanted: (B)(6) 2008, product type lead. (B)(4).

Event description:
Further follow up information received confirmed that the cause of the impedance issue was not determined and it was unknown if it was related to the device although x-rays were recommended. It was unknown if there were any fractures of the lead component and that, as an action to resolve the event, a possible revision (unknown date) was noted. The patient was reported as not receiving effective therapy and their outcome, at the time of report, was noted as stable. If additional information is received, a follow up report will be sent.

Event description:
It was reported that during regular use impedance measurements of >40000 were seen. It was noted the cause of the event was unknown. It was noted an x-ray was ordered but had not yet occurred. It was noted that no troubleshooting or interventions had been planned at the time of report. It was noted that the patient was pending possible revision and at the time of report was not receiving effective therapy. Additional information was requested but not available at the time of report.